Manufacturer narrative:
A gas delivery system (gds) assembly was returned for analysis. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to an out-of-specification component on the airflow sensor board.

Event description:
It was reported that the ventilator would intermittently not go into standby mode. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service provider (sp) inspected the device. The sp found that the flow sensor was out of specification. The sp replaced the flow sensor. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.